Event description:
Boston scientific received information that this right ventricular (rv) lead dislodged. During follow-up post implant, they found out that the lead was not capturing at 7.5 volts (v) but no asystole was noted, the r waves had dropped to 4 millivolts (mv) from 20mv. The x-ray confirmed the suspected lead dislodgement and the physician repositioned the lead to right ventricular apex. At this time, the rv lead remains in service. No additional adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.